Event description:
It was reported that during a lar procedure, the distal staple line was misformed. Made a purse string suture. No further info is available. There was no adverse patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.